Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the pressure line through the manifold was not connected to the pressure line that goes out of the blood outlet. There was no pt involvement as this occurred during setup. Product was not used. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation: however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).